Manufacturer narrative:
The return material authorization (RMA) was authorized but not received so no further confirmation or investigation of the complaint is possible. H6 patient code was updated to 2692 h6 method code was updated t0 4114 h6 results code was updated to 3221 h6 conclusion code was updated to 67.

Manufacturer narrative:
This MDR is a result of a retrospective review of complaints. The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2019, senseonics was made aware of a situation where a device is to be removed early due to sensor inaccuracy.